Event description:
It was reported that the customer is being given low alerts at 50 mg/dl and the pump will go into threshold suspend when his actual blood glucose level is 210 mg/dl. Customer stated that at night, he gets low alerts but his blood glucose level is actually low. Customer confirms that he inserts the sensor horizontally. Customer has had 3 sensors which showed exactly what his blood glucose level was at the time. Customer always does a confirmation fingerstick before treatment decisions. Customer stated that he will awaken with a sensor glucose reading of 110 mg/dl and his sensor glucose reading will go up to 160 mg/dl within about 30 minutes or so. Customer also had cal errors but not recently. Customer currently does not have the sensor on. Customer confirmed that none of the sensor s from the events were damaged once removed. Customer was advised to call back to troubleshoot when issues arise. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.